Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One dl 5 fr powerpicc solo w/injection caps on both hubs was returned for investigation. The catheter extended up to the 20 cm depth marker. Residual crystalline material was present outside of the catheter near the distal end of the bifurcation hub. A separate piece of paper was returned with lot: recw1723 and ref: 129510812. Both lumens were flushed with water using a 12 ml syringe. A leak was observed at the proximal end of the catheter tubing when flushing the red hub connector. Microscopic observation of the leak location revealed a ¿j¿ shaped split in the catheter. The split appeared to have rounded edges. A scratch on the catheter surface was observed near the split location. The over mold material appears to be present between the gap of the split. Manufacturing site has conducted training to personnel. A lot history review (lhr) of recw1723 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking from a pin size hole on the catheter before the hub.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1723 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking from a pin size hole on the catheter before the hub.